Manufacturer narrative:
The customer's reported complaint of an insufficient heat seal leading to a breach in sterility is confirmed. Conmed received two 139112ext in unopened original packaging, the reported catalog and lot numbers were verified. A visual inspection found the heat seal of first device was not consistently sealed leaving a small gap open. The seal of second device was peeling off. A functional inspection was done via dye leak testing per procedure. The dye leak testing found that the packaging of the first device had an insufficient heat seal. The packaging of the second device did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A lot history review was conducted and found this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU also advises the user that these devices should never be used when there is visible evidence of damage to the exterior of the devices such as cracked or damaged plastics or connector damage or these devices fail the inspection described herein. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, ultraclean 4in blade electrode with extended insulation, item 139112ext, lot 201907034, for a possible insufficient heatseal. There was no contact with the patient as this was found during incoming inspection in (B)(4). Due to the potential severity of a possible breach in sterility, this report is being raised as a malfunction with potential for injury upon reoccurrence.